Event description:
A bipap device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sound abatement foam was observed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.